Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, low blood glucose (bg) levels below 40 mg/dl. To treat the low bgs, the customer consumed food and glucose tablets. Reportedly, on some occasions, the customer received assistance with food consumption from the contact. Recommendation was made to consult with health care provider regarding diabetes management.